Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7052369; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent an explant procedure. The patient was doing well postoperatively.